Manufacturer narrative:
The referenced pump pocket infection was reported under medwatch MFR # 2916596-2014-02055. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 2 months. The device is expected to be returned for evaluation. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2016, the patient¿s vlad was explanted due to a chronic pump pocket and driveline infection. A device from another manufacturer was implanted. No additional information was received.

Manufacturer narrative:
Additional information: it was initially reported that the device was returning for analysis; however, the device was not returned. No product was returned for evaluation. A correlation between the device and the reported pump pocket and driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.